Manufacturer narrative:
(B)(4). Investigation results: one zimmer dental heal collar was returned for inspection. Visual inspection revealed wear about the collar and the threads are noted to be damaged at the engaging surface. Returned device was examined visually by the naked eye and through magnification. Product was functionally tested, and it was determined that the device could not engage with a mating implant due to the damaged threads. The event related to collar loosening cannot be confirmed with the information provided. The device history record review was performed and did not identify any deviations that would have contributed to this event. A definitive root cause has not been determined. ¿instructions for use for healing collars, healing screws, surgical cover screws and temporary gingival cuffs¿ 9658 rev 1-01/15. Information identified: healing collars ¿ for use with tapered screw-vent®, screw-vent® and trabecular metal¿ implants. Select the appropriate size healing collar for the platform of the implant and with appropriate height and emergence profile to fit the existing or desired tissue contour of the site. The healing collars are anodized with color-coding on the lower portion to indicate the implant platform diameter (figure a). The top surface of the healing collar is etched with three numbers (figure b) to reference implant platform diameter (left), emergence profile diameter (top right) and cuff height (lower right). The numbers for implant platform and emergence profile show only the initial digit of the related measurement. Patient ID was not provided, age was not provided, patient weight was not provided, (B)(4).

Event description:
It was reported that the treads of the healing abutment keep coming loose and dentist's glove kept catching on the threads. The procedure was finish with another healing abutment.